Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an airbag leakage and the cuff could not be fully inflated. The patient's heart rate increased to 160 beats per minute and caused shortness of breath. Blood oxygen saturation decreased to 89%. The patient was re-intubated.